Event description:
The report stated that the jaws of the ligasure impact locked on tissue and would not open. This happened halfway through a 4 hr case. The surgeon resected around it with a scalpel. There was no add'l pt injury. A second ligasure impact was used to complete the case.

Manufacturer narrative:
Engineering eval have been able to duplicate this failure made by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart) before activating the cutter.